Event description:
It was reported that the patient had no stimulation on the right side. The patient had a surgical revision to fix the issue 4 days prior to the report date. After the surgery, the patient was having intermittent stimulation on the right, but he had been told it was because he was healing. After the surgery, the patient had to return to the hospital due to stomach pain. The patient did not have a bowel movement for a while after surgery. It was stated that the patient may have had an allergic reaction to the anesthesia and that may be why he had not had a bowel movement. The reporter indicated that the area was painful and tender, the patient was too weak to stand up, the patient felt swollen, and the patient had a blood pressure of 158/110. An x-ray was taken and no blockages in the bowel area were found. The patient was on 2 mg IV dilaudid. It was noted the patient had a bowel movement the night of (B)(6) 2012 as well as the next morning. The patient's blood pressure had also decreased that morning. The next day it was reported that the patient had been at the hospital for 4 days straight. The patient was also having a recharging issue. The patient had recharged the device the day prior and was having to recharge again. The first recharge session lasted 4-5 days. The patient stated that the device did not work right. The patient left the hospital and was not able to get a reading. He kept seeing a charge your neurostimulator now warning screen. The patient was charging 3 hours prior to seeing this screen. The patient did not have a bandage over the incision and no swelling was seen in the area, but the battery could be felt. The battery was down to 25%. The slightest move interrupted the connection between the charger and the ins. After charging to 1/2 to 3/4 the device was back down to almost no charge after a few hours. The device was moving around and causing the patient to have bad pain. It was noted that the patient had a revision surgery where they anchored the implantable neurostimulator (ins) better than the first surgery. This revision occurred a few weeks prior to the report date. The patient had not been back for a follow up with his health care provider, but had a scheduled appointment for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient didn't have pain relief. The patient still had infection after several antibodies. "Infected where probe goes in" the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Additional information received reported the patient visited his doctor about this event and met with a manufacturer representative. The patient's device was reprogrammed but he was still having problems with his system. It was noted the patient's stimulation was not working to his satisfaction. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).